Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. The following root cause was found for missing subcomponents: non-assembled subcomponents were not being verified upon issuance to production work orders. Therefore, a previously addressed manufacturing issue is the root cause of the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on manufacturing report number 0001822565-2018-01712.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw was missing from the insert. The surgeon elected to implant the insert without the screw.